Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with corneal abrasion in right eye and loss of best corrected visual acuity (bcva) in both eyes one day post treatment. The patient complained of foreign body sensation in right eye and swollen eye. Bcva right eye pre-op 20/20 post-op 20/50. Bcva left eye pre-op 20/20 post-op 20/30.

Manufacturer narrative:
Corrected data: device available for evaluation: yes. Concomitant medical products: visx excimer laser, serial number (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.